Event description:
Event description cpi received information that a patient with a implantable cardioverter defibrillator (ICD) system experienced oversensing during normal sinus rhythm. Invasive examination of the system found that the endotak transvenous defibrillation lead exhibited insulation and conductor damage near the terminal pin.